Event description:
This is a report of peritonitis in a home patient (hp) from (B)(6) initially received during a call to baxter technical service. Initially the home patient (hp) contacted baxter technical service for an unrelated request for assistance with programming the homechoice machine for peritoneal dialysis (pd) therapy. The technical service representative (tsr) explained to the hp that the peritoneal dialysis nurse (pdn) would have to be contacted regarding programming. During the conversation, the hp stated she is in the hospital and not at home because she has peritonitis and was using the hospital dialysis machine and then they told her she has to use her own machine. The hp stated she is receiving antibiotics (unspecified) in the hospital for treatment of the peritonitis. No further information was received at the time of the initial report. Baxter local apac affiliates attempted to obtain additional information, however, no response or further information has been received from the follow up attempts. At the time of this report, no further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no product issues were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. The assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.